Manufacturer narrative:
The manufacturer previously reported to a ventilator that was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an error depicting the internal battery is not charging was discovered. The device's power management board was replaced to address the issue. The power management board was returned to the product investigation laboratory (pil) for further evaluation. No visible defects were identified. The suspected power management board was installed into a trilogy test bed and cycled through all the power sources without failure. Both batteries charged and discharged without failure. The pil reviewed the original event log and observed err_not_charging_int_li_ion error codes. During these errors the internal and detachable batteries were depleted. The pil was not able to duplicate the failure of the power management board and determined that the power management board functions as designed. Box: h coding has been updated in this report to reflect these findings.

Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an error depicting the internal battery is not charging was discovered. The device's power management board was replaced to address the issue.